Manufacturer narrative:
H10: two (2) unopened samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing on one sample revealed that the cap was removed with ease; however, the green patient line cap and the patient line luer met all manufacturing specifications. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported the issue has been occurring since the middle of 2019. Two devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia automated pd cycler sets had patient line caps (green caps) that ¿came off easily¿. This occurred during unspecified process steps of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.